Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during our testing. The insulin pump was programmed with multiple wizard boluses and monitored; the boluses were delivered and recorded properly in bolus history screen. No delivery anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm or blank display noted. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the last three insulin pumps did not deliver the bolus amounts he programed. The insulin pump alarmed no delivery. The boluses were not recorded in the bolus history and did not display on the status screen. The customer also had sensor versus blood glucose readings. The customer was advised that the device would be replaced and agreed to return the product for analysis.